Event description:
On an unknown date a patient underwent a surgery approximately at l3/5. On (B)(6) 2023 it was reported there was a cage fracture. No additional information has been provided.

Manufacturer narrative:
No product was returned, but images provided confirmed the complaint. It is unknown if the patient experienced a fall or followed post-operative physical activity limitations. The patient's bone quality is unknown. Review of the provided radiographs identified the interbodies at l3/4 and l4/5 are slightly overhanging the disc margin. Additionally there appears to be an l5 body fracture with subsequent right sided subsidence and fracture of the interbody at l4/5. Review of the provided information suggests implant selection and placement, patient bone quality, insufficient loading and/or post-operative physical activity as possible cause or contributors. No additional investigation can be completed at this time. Should more information be provided a follow up report will be submitted. Labeling review: "contraindications include, but are not limited to: ..patients who are unwilling to restrict activities or follow medical advice. 5. Patients with inadequate bone stock or quality. 6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery... Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "Warnings, cautions and precautions the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important... The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants... Care should be taken to ensure that all components are ideally fixated prior to closure." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Pre-operative warnings 1. Only patients that meet the criteria described in the indications should be selected. 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided... Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Post-operative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques. "Method of use please refer to the surgical technique for this device." 9402506-en h-2022-06.